Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer not detected on bus. The field service engineer (fse) addressed an issue where drawer six was not detected on the bus. After confirming remote access with the customer, fse guided the customer to open the back case and inspect the bus cable connections. The customer found drawer six unplugged and reconnected it. The fse then logged in remotely, performed hardware tests, and verified drawer functionality through multiple open and close cycles. The customer confirmed successful access with no hardware failures. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.